Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient has been having issues with the pain stimulator not helping their pain level. Patient called a manufacturer representative (rep) and they told the patient to mess with the device to try to get their levels correct over the phone which is not very good for them. Patient stated they started having severe jolting going down their left leg and they had to turn the stimulator off because they don't know if it's malfunctioning or if there is something wrong with it. Patient mentioned that the issue is serious enough that it's sending jolts down their leg almost causing them to fall and they do not want the patient falling since the patient is also blind on one eye. Patient mentioned that the stimulation is "electrocuting them" and that the stimulation is causing the patient to pee themselves. The patient was redirected to their healthcare provider to further address the issue.